Event description:
It was reported via repair work order that the stretcher zooms forward while activating the reverse zoom function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.